Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 31-year-old female patient who had essure (batch no. 626159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included vaginal bleeding, menorrhagia and hypertension. Concurrent conditions included nausea, uterine fibroid, abdominal adhesions, painful urination and hematuria. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced palpitations ("heart palpitations"). In (B)(6) 2008, the patient experienced vaginal discharge ("irregular vaginal discharge"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and tooth disorder ("dental problems"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy. Extensive lysis of adhesions). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, vaginal discharge, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, alopecia, vaginal haemorrhage and abdominal pain lower had resolved and the palpitations, tooth disorder, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, palpitations, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since her right fallopian tube had been previously ligated, it was not ligated laparoscopically. It was not addressed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming -menorrhagia,pelvic pain" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: outcome of event lower abdominal pain was updated to resolved, as it was reported that abnormal bleeding and pain stopped after essure removal. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 31-year-old female patient who had essure (batch no. 626159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included vaginal bleeding, menorrhagia and hypertension. Concurrent conditions included nausea, uterine fibroid, abdominal adhesions, painful urination and hematuria. On (B)(6)2008, the patient had essure inserted. On the same day, the patient experienced palpitations ("heart palpitations"). In august 2008, the patient experienced vaginal discharge ("irregular vaginal discharge"), menorrhagia ("prolonged menses / abnormal bleeding (menorrhagia)"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and tooth disorder ("dental problems"). On (B)(6)-2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). On (B)(6) 2008, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy. Extensive lysis of adhesions). Essure was removed on 4-apr-2017. At the time of the report, the pelvic pain, abdominal pain, vaginal discharge, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, alopecia and vaginal haemorrhage had resolved and the palpitations, tooth disorder, fatigue, migraine, headache and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, palpitations, pelvic pain, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: since her right fallopian tube had been previously ligated, it was not ligated laparoscopically. It was not addressed. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : confirming -menorrhagia,pelvic pain" most recent follow-up information incorporated above includes: on (B)(6)-2018: pfs received. Events- "abnormal bleeding (vaginal), heart palpitations, dental problems, fatigue, migraines, headaches, pain, lower abdominal pain, she did not undergo essure confirmation test", reporter, lot number added from pfs. Concomittant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("irregular vaginal discharge"), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with essure coils removal). Essure was removed in (B)(6) 2017. At the time of the report, the abdominal pain, vaginal discharge, menstrual disorder, dysmenorrhoea, menorrhagia, back pain and alopecia had resolved. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, menorrhagia, menstrual disorder and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.